Event description:
Blood glucose measured 379 mg/dl at 3:30pm and 4 units of regular insulin was taken in addition to 5 extra units of a fast acting insulin. It was stated two hours later glucose read 260 mg/dl back to back with a result of 60 mg/dl when performed immediately afterwards. Reporter indicated self treating with orange juice felt better. No medical treatment was reportedly sought or received. A requested was made for the return of the suspect device and replacement product was sent.